Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery was rapidly depleted. This device was explanted and replaced. No additional adverse patient effects were reported.